Event description:
It was reported that a perforation resulting in cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure both a double curve and an anterior curve watchman truseal access system (was) were attempted. Once a watchman truseal access system was positioned, a 24mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed. During the post deployment angiogram, a perforation and pericardial effusion with tamponade were noted. A drain was placed in the pericardial space. Cardiac surgery was consulted and it was decided to remove the watchman. The patient was then promptly taken to the operating room for perforation closure and placement of an appendage clip. The following morning the physician reported the patient was stable and doing well. Further follow up noted that the patient recovered with the non bsc appendage clip, but had also exhibited "minor stroke symptoms". Patient has been discharged.